Manufacturer narrative:
Date of report: 20feb2019. PMA/510k: 18feb2019. The customer declined repair for the device. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Should new, relevant information become available, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported ventilator has noise. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported ventilator has noise. Patient/user involvement: the device was not in use at the time of the reported event; therefore, there was no patient involvement.